Event description:
The customer reported getting a "pads not attached" message when the pads were connected to the device.

Manufacturer narrative:
The customer reported getting a "pads not attached" message when the pads were connected to the device. The customer evaluated the device and localized the issue to the pads adapter cable. The customer was shipped a replacement pads adapter cable.